Manufacturer narrative:
Per causality assessment: with the limited information available regarding this incident, it appears that this patient experiences an episode of peritonitis sometime after the problem with the cassette was observed. This patient apparently warmed the cassette near an oven (rather than on the heater bag, as per procedure) and encountered an unspecified cassette error at some point between/during set-up, priming or therapy. Because of the lack of details surrounding the incident, a causal link between the unspecified problem with the homechoice cassette and this bout of peritonitis cannot be ruled out. However, it is important to note that touch contamination, a known, inherent risk of this type of therapy, is the most common cause of peritonitis in the pd population. As such, touch contamination is also a possible cause of the infection in this case. Sample was discarded and therefore, not available for evaluation.

Event description:
Baxter reported, that a patient had a cassette error. No problems were noted when the patient switched to a different cassette lot number. The patient reported that he warmed cassettes near an oven and not on the heater bag. The patient then developed peritonitis. Attempts were made to obtain additional information regarding the peritonitis episode, however, no further details were available.